Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed with tandem technical support (cts), however, the customer declined to complete the check. Multiple attempts were made by cts to continue the system check, however, no response was received. Customer's blood glucose was 152mg/dl at the time of event.